Event description:
Caller states the pt tested 6.9 inr and 6.2 inr on the coaguchek xs system while a comparison lab returned as 4.2 inr. Coumadin dose was changed, but no info provided to indicate if this was due to meter result or lab. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.